Event description:
Customer reported high blood glucose readings of 500 mg/dl. Customer stated that they were running high due to eating rice for dinner. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.